Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the perfusionist (ccp) swapped out the ultrasound air sensor (uas) for complaint MDR #1828100-2014-00508, the back-up uas would not reset from alarm mode. The device was not changed out, as the ccp was able to reset the replacement uas by turning off the 8k system and then turning back on. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00508.